Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07630. It was reported that the patient experienced ineffective therapy due to high impedances on the leads. As such, surgical intervention took place wherein the leads were explanted, and competitors leads were implanted to address the issue.

Manufacturer narrative:
Allegation was unable to be confirmed or not confirmed (unable to determine from information available). DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. The device history record was reviewed; there were no non-conformances or rework associated with batch # 6557452 model 3189. Based on the investigation performed, there is no indication of an escape from manufacturing, and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. Unit is not being returned. Complaint was not confirmed for high impedance. As received, the octrode lead was incomplete, cut into two pieces (stimulation end and terminal end), consistent with explant damage. Microscopic inspection of the lead body revealed no anomaly on lead body segments and passed continuity testing with respect to their cut ends.